Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that the stratosphere was loaded onto the implant holder, expansion was tested out of the patient and everything was ok. After placing it in the patient the centerpiece did not expanded properly. The product malfunction led to a delay of 20 minutes in the overall procedure time. There were no symptoms reported. There were no further complications reported regarding the event.